Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2014, a patient was implanted with a gore acuseal vascular graft as an interposition graft from the former arteriovenous fistula to the cephalic vein on the left side for arteriovenous access. The graft was cannulated on (B)(6) 2014. On (B)(6) 2014, the patient presented with stenosis in the cephalic arch where an angioplasty was performed successfully. It was reported to gore that on (B)(6) 2014, the graft lost primary patency and a surgical declot procedure was performed. Altogether there was one surgical declot performed on the graft until the graft lost functional patency on (B)(6) 2014 and on the same day, a central catheter was implanted. Finally the graft was explanted from the patient on (B)(6) 2014. The patient is considered for a native arteriovenous fistula. This is part of a data collection study from dr. (B)(6) using the gore acuseal vascular graft for arteriovenous access.